Manufacturer narrative:
On 12/20/2019, the mentor failure analysis lab received the device for evaluation. On 01/09/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture in the right breast implant and developed generalized illness. During visual analysis of the sample, it was found to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient reported that she developed breast implant illness symptoms in spring 2015. Date of event has been estimated to be (B)(6) 2015. Patient age at the time of event has been updated to 38 years old. - patient reported the following unexplained systemic symptoms: extreme allergies, itching, skin damage, and rashes. The root cause of the patient¿s symptoms is unclear. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast surgery with mentor memorygel breast implant 700cc gel breast prostheses believed that she had developed breast implant illness. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 475cc saline breast prostheses on (B)(6) 2019. It was confirmed during surgery that the patient¿s right breast prosthesis had ruptured. This medwatch report is for the patient¿s right breast prosthesis.